Event description:
It was reported that (1) hp052 was used during an unknown procedure. It was reported by the affiliate the instrument is faulty. Another instrument was used to complete the case. There was no consequence to the pt.